Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results with the subject meter compared to an ICU meter, performed within 30 minutes of each other. The reporter indicated that the meter reading on the subject device was "52 points to 49 points" higher than the ICU meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.